Event description:
It was reported: surgeon was completing l3-l4 plif revision, and implanted the transconnector. During final tightening of the last nut in the transconnector, the tip of the screwdriver broke off in the nut. Surgeon did not retrieve the broken tip fragment and it remains in the pt, surgeon completed the procedure.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was returned.